Event description:
A consumer sent an e-mail requesting information for the intraocular lens model he had implanted in his right eye (od) in 2006. In the e-mail, he reported he has had blurred vision at distance since surgery. His near and intermediate vision is good. The consumer reported he had a yag done and following this procedure, he sees a bluish tint and straight lines appear wavy. A fluorescein angiography (fa) was done and a spot was seen on his retina. Follow-up with the implanting surgeon revealed the patient has a history of retinal pigment epithelium detachment (rped) and maculopathy od. The yag was performed for pco on the next month. The surgeon does not feel the patient's issues are related to the intraocular lens. However, he has not ruled out a lens exchange.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.